Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged and perforated approximately six weeks after post implant. A chest x-ray was performed and confirmed the perforation. The patient was admitted into the hospital and scheduled for a rv lead revision. During lead revision, the physician tried to extract the rv lead but despite numerous attempts the lead was unable to be extracted. The lead was capped and a new rv lead was implanted. The plan is to remove the old rv lead sometime in the future. No additional adverse patient effects were reported. This lead remains implanted but electrically deactivated.